Event description:
Reporter received the following info: pt laying on table, turned programmer on and interrogated, got a4 error code and "rco" showed ???. Was doing printout, when pt got shocked, not hooked up to electrocardiogram so while hooking up pt got several more shocks. Reseated module and re-interrogated finding that pt pulse count had gone up, 1st by 6 and 2nd -5th by 5. Also, test shocks had gone up by 8, from 28 to 36. Last shocking impedance was 55 ohms. Stat and divert were not pressed and was not in demo mode. Probably a combination of shocking and "rs" lead failure. Odd in that impedance was normal after last shock so may be some form of intermittent of twiddler's syndrome. Suggested an x-ray and surgical evaluation.